Manufacturer narrative:
Bd received 20 samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿stopper popoff¿ with the incident lot was not observed. Stopper function testing was conducted, and all samples met the required specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the stopper popped off the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure after filling. No injury or medical intervention.